Event description:
As reported by the edwards field clinical specialist, upon out of box visual inspection, a thread-like substance was noted floating around the outflow portion of the sapien valve, which appeared to be attached in the area of a commissure. The valve was removed from the table and a second sapien valve was opened and used during the transcatheter aortic valve replacement (tavr) procedure. On (B)(6), 2012, during initial evaluation of the sapien valve, the engineer noticed a loose white material on the valve. Subsequent chemical analysis of the material showed that it is similar to ptfe, a material that is used in the manufacturing of the valve.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Method: dimensional, functional, and (B)(4) materials and chemistry evaluation. Conclusion: temporary suture material not being removed prior to moving the valve onto subsequent manufacturing steps. The valve was returned to edwards for evaluation. Visual, dimensional and functional analyses were conducted on the returned device. Upon visual inspection, there was no observable damage on the frame or tissue leaflets, however, a loose white foreign material measuring 5mm was found on the valve. Dimensional and functional testing of the valve revealed no non-conformances. Chemistry evaluation of the foreign material showed absorption characteristics similar to ptfe. Through investigation it was found that this ptfe material is most similar to sewing thread that is used as temporary sutures during manufacturing of the valve. A device history record (DHR) review did not reveal any issues that could have contributed to this complaint. The complaint of thread-like substance was confirmed to be ptfe. The root cause of the ptfe on the leaflet appears to be due to temporary suture material not being removed prior to moving the valve onto subsequent manufacturing steps. Corrective actions have been initiated to address this issue. Additional clarification has been included to the manufacturing procedures to remove all temporary stitches prior to moving to the next manufacturing step, as well as inspecting for foreign particles on the valve. No additional actions are required at this time.